Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was showing the battery icon. The complaint was classified based on information obtained by the customer service representative (csr). The patient reported that the alleged meter issue began a month prior to him contacting lfs. The patient reported that he manages his diabetes using insulin (self-adjuster), it is not clear if the patient made any changes to his normal diabetes management regimen. The patient alleged that on (B)(6) 2017 he developed symptoms of ¿rapid-heart beating, sweating and chills¿. In response to the symptoms the patient consumed some food/drink. During troubleshooting, the csr noted it was not the first time the meter was being used, and there was no evidence of misuse of the product. Csr noted that from the information obtained there was no evidence the battery required changing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.